Manufacturer narrative:
As the used sample has not yet been returned for evaluation, navilyst medical is attempting to obtain the status of the sample as well as additional event information. Upon completion of the investigation into this event, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical distributor in the (B)(6), 5f valved PICC had been placed in the pt's arm at the inner elbow location in (B)(6) 2010. During access of the PICC in (B)(6) 2010 the catheter tubing was noted to be split just distal to the suture wing. The PICC was removed on (B)(6), 2010. There were no pt complications. It has been indicated that the used device will be returned to navilyst medical for evaluation.